Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing difficulty charging the pump. Reportedly, the usb port had a loose connection when plugged in to charge. The customer's blood glucose level was 138 mg/dl. The customer left the pump connected to the charger and reported that the pump was able to charge successfully.